Event description:
International affiliate reports the tip of the final tightener broke off while trying to remove an expedium set screw. The broken tip could not be removed and remains in set screw which was implanted. As a result of the tip breakage, surgery was extended by forty five minutes. Affiliate reports the patient is doing fine at this time.

Manufacturer narrative:
Examination of the returned final tightener confirmed breakage occurred at the distal tip of the instrument. The instrument was tested for hardness and met specification requirements. Review of the lot history records found no discrepancies. No definitive conclusions can be made as to the cause of tip breakage. However, the damage is indicative of the application of atypical force upon the final tightener during usage. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The final tightener has been returned for evaluation. A follow up report will be filed upon completion of the evaluation.